Manufacturer narrative:
Device passed displacement test and self test. Pump error 53 alarm found in the pump history due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected alarm. The customer's blood glucose level was 69 mg/dl. The customer reported that they were able to velar the alarm and rewind the insulin pump. The customer reported that this was the second occurrence of the error. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.